Manufacturer narrative:
The investigation for the reported vessel damage has been completed. The impella product was not returned. The perforation of the ramus coronary artery occurred during the pci intervention process due to the pci wire and is highly unlikely to occur due to impella. The cause of the vascular damage-great vessel issue was use related due to pci wire leading to perforation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that during percutaneous coronary intervention (pci) for (B)(6)patient on impella cp support, the ramus interventricularis anterior (riva) was perforated with the wire, resulting in a pericardial effusion. As a result, the patient had to be resuscitated several times. The doctors decided to explant the impella and implant an ECMO. The patient was then transferred to the ICU without the impella.